Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the drive support cap was loose and was sticking out. The customer's father stated that they pushed the drive support cap back in. The customer's blood glucose was unknown at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.